Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 295 mg/dl. Reportedly, the cause of the elevated bg level was unknown. Customer addressed impacted bg level with a bolus via the pump. At the time of the call, the customer's bg level was 243 mg/dl. Additionally, the customer filled tubing with approximately 24 units and was unable to see insulin drops exit the infusion set tubing, but reported that there was insulin leaking at the cartridge luer lock. Tandem technical support (cts) walked the customer through disconnecting and reconnecting the luer lock and completing the fill tubing process. When the customer disconnected at the luer lock, it was reported that there were a few air bubbles in the infusion set tubing; including a 1/2 inch air bubble. Customer was successfully able to prime the air bubbles out and complete the load process. Customer's bg level at the time of the call was 243 mg/dl and was addressed with a bolus via the pump. Additionally, it was reported that the pump time was 7 minutes behind. Customer stated pump time settings were last adjusted a month prior to the time of the report; customer was successfully able to adjust to correct time. Cts educated the customer that the pump time can increase or decrease by a few minutes over 30 days; customer acknowledged.